Manufacturer narrative:
Terumo has rec'd the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a f/u report when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that the oxygen- saturation dropped when going back on pump. Cardiopulmonary bypass had to be re-initiated two times due to bleeding. The first cpb period was 153 minutes and cpb had to be reinitiated in 20 minutes. The 2nd cpb period was 18 minutes and cpb was reinitiated in 70 minutes. The 3rd cpb period was 49 minutes. The total pump time was 220 minutes. The surgical procedure was a redo aortic valve replacement homograft and pulmonic valve replacement homograft. The pt was a (B)(6) female with a history of abdominal aortic aneurysm repair and an aortic root repair in 2000. Due to her faith, she elected to not receive any blood transfusions during the procedure and expired 3 days later.